Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once the new battery was installed the AED functioned as designed and could stay in service. Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.